Event description:
A malfunction alarm was reported involving a pump from rubin medical ab in sweden, identified by malfunction code 0-0x277d. There was no reported impact on the customer's blood glucose level, and specific levels were not provided. The pump was experiencing repeated malfunctions, leading to its replacement as it was under warranty. Technical support confirmed the customer's shipping details, provided instructions for returning the faulty pump, and sent out a replacement pump. The customer did not disclose what backup insulin therapy would be used.